Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via social media that the insulin pump would stop the basal at night and the customer would wake up with blood glucose over 400 mg/dl. Sensor would still show that the customer's sensor glucose was 40 mg/dl to 50 mg/dl. Customer will not be returning the device for analysis.